Manufacturer narrative:
(B)(4)

Event description:
It was reported that abnormalities were observed on electrocardiograms from the pulse generator. Premature battery depletion was suspected as well. The device was explanted and replaced. The patient was noted to be in stable condition.